Event description:
It was reported that this right ventricular lead was an attempted implant due to out of range pacing impedance measurements greater than 3000 ohms in unipolar configuration. No adverse patient effects were reported. The lead is expected to be returned for evaluation.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.